Event description:
It was reported the bakri tamponade balloon catheter's balloon leaked during treatment of a postpartum hemorrhage (pph). The balloon was used in the delivery room. The operator inflated the balloon with water, and it was leaked. The procedure was completed by using another balloon. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B5: additional information received 30aug2024. Investigation evaluation it was reported the balloon of a 'bakri tamponade balloon catheter' leaked during treatment of a postpartum hemorrhage (pph). The device was placed transvaginally and inflated with 100ml of water then leaking was noted. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. It is unknown how long after delivery the device was placed or how long the device was indwelling. The patient lost ~480ml of blood prior to device failure and an additional ~50ml of blood after the device failure; total estimated blood loss was ~530ml. The patient did not receive any blood transfusions. The procedure was completed by replacing with a new like-device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One, used, 'bakri tamponade balloon catheter' was returned for investigation. The complaint device was returned for evaluation without a stopcock. Using a stock stopcock, a functional leak test was performed. No leaks were found in the balloon material. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Conclusion the complaint was confirmed based on customer testimony and the provided photographs. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 30aug2024: the device was placed transvaginally and the balloon was inflated with 100ml. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. It is unknown how long after delivery the device was placed or how long the device was indwelling. The patient lost ~480ml of blood prior to device failure and an additional ~50ml of blood after the device failure; total estimated blood loss was ~530ml. The patient did not receive any blood transfusions.